Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report for the right hip indicates the following: pain; 25 cc of cloudy fluid upon entering the hip joint; mild metallosis staining of the synovial lining of the pseudocapsule of the hip joint. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges that patient has experienced pain, suffering, metallosis, restricted mobility, and elevated levels of chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.